Manufacturer narrative:
Pump received with no button response and button error alarm due to corroded keypad traces. Unable to perform operating currents due to no button response and button error alarm. No hot pump during testing. No damage found on the lcd isolation tape noted. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer believes that insulin pump may have gotten too hot. Customer's blood glucose was 236 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.